Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was missing a component. The following information was received by the initial reporter with the following: it was reported by the customer that the white safety clamp was missing on the pump segment of the tubing. Luckily, this did not result in the waste of any medication. The oncology medications that we dispense are quite expensive and we can¿t afford to have continued problems with the bd alaris tubing used in the cancer center. I returned several defective alaris IV tubing sets to bd last week. We had another instance where another tubing set had a leak (of chemotherapy drug) from below the drip chamber.

Manufacturer narrative:
It was reported by the customer that the white safety clamp was missing on the pump segment of the tubing. One sample was received for quality evaluation. Visual examination was conducted and the while safety clamp on the lower pumping segment fitting assembly is missing. The customer complaint of clamp issues / damage related to clamp was verified. The investigation was moved to the manufacturing location to determine the root cause for the missing clamp. After the investigation, the most potential root cause is an incorrect manipulation during the assembly process or by placing subassembly in the box to be move to production line causing the slide clamp to fall off. A quality alert was displayed to reinforce the importance of following procedures and the correct manipulation of the components. Additionally, an update to the manufacturing procedure was done to add the proper manipulation techniques during the manufacturing process. The device history review was conducted on possible lot numbers determined by tracing the smartsite ID numbers of the sample received. A device history record review for model 11532269 lot number 24075234 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11532269 lot number 24075235 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11532269 lot number 24039231 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.